Event description:
The customer reported that the system failed to perform in cinema/vascular modes. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk was evaluated and identified as the root cause of the issue. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.